Event description:
It was reported that the wake button was not working as expected and required multiple presses to perform as intended. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.